Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional device noted: unknown v40 biolox delta head; catalog#: unknown; lot#: unknown. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
As per legal, patient is experiencing pain after revision.